Event description:
The caller reports that the customer subsequently obtained 398 mg/dl, "hi" (>600 mg/dl) and "hi" (>600mg/dl) on the accu-chek advantage meter and treated the results. The customer attempted to retest and received an "err". The customer was transported to the hospital and arrived 2 hours after the second "hi" (>600 mg/dl) result. The customer was treated and released the next day. New system sent and return requested.